Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received multiple pump error alarm. Customer stated that they were eating when error occurred. Customer reported that pump error alarm occurred 3 times within the call after each restart. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with battery tube threads - cracked, pillowing keypad overlay, corroded battery tube identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: batt out limit (6) on 10-mar-2023 between 10:53:32.000 and 19:06:54.000. Failed batt/battery failed alarm (58) on 10-mar-2023 between 11:01:51.000 and 11:05:02.000. No delivery/insulin flow blocked alarm found in the pump history on 09-mar-2023 at 17:01:50.000 during bolus delivery and at 17:05:00.000 and 17:13:00.000 during basal delivery. Pump error 24 found in pump history on 10-mar-2023 between 10:52:47.000 and 19:05:13.000 (file number = 121, line number = 705). Pump error 23 was found in pump history on 10-mar-2023 between 10:53:19.000 and 19:06:29.000 (file number: 39, line number: 324) pump passed self test, sleep current measurement, active current measurement, and displacement test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and pcba2. Pump error 24 confirmed due to moisture damage on pcba1 and pcba2. Pump error 23 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.